Manufacturer narrative:
If implanted, give date: not applicable, cartridge is not an implantable device. If explanted, give date: not applicable, cartridge is not an implantable device. Device evaluation: the 1mtec30 cartridge was not returned to the manufacturing site for investigation. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgeon reported of optic edge defects or tears that were discovered upon insertion of the zcb00 intraocular lens into the eyes of 10+ patients. Reportedly, the account indicated that they determine that switching to a new box of cartridges seemed to alleviate the problem. The cartridge is not available for evaluation. No further information was provided.